Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button press or with strip or usb (universal serial bus) cable insertion. Visually inspected the usb/charging cable and burn marks on the usb data cable was observed. Visually inspected the power adapter and no issues were observed. Load tester was used to test returned power adapter. The power adapter voltage was measured to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased and observed burn marks on pcba u13 chip component. Stm processor was present. An extended investigation was performed. A review of the case history was performed. A visual inspection was performed on the returned de-cased reader and observed burn marks on the u13 component and slightly damaged usb data cable. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery was measured to be under required specification range. The returned battery was observed to be charging when connected to a known good reader. The returned reader was not able to power on with the returned battery or a known good battery via usb, button press, or strip insertion. A cable tester was used to test the returned usb cable, and no opens were observed. A load tester was used to perform testing on the returned power adapter and the voltage was observed to be within the specified range. A thermal camera was used to observe any hotspots on the reader. Hotspots were observed on the u13 chip and the stm processor. A digital multimeter was used to measure the voltage across r100. The voltage across r100 should be 0v unless the reader is connected to a computer. A voltage of 0.90v was measured across the resistor while the reader wasn¿t connected to the computer. This confirms that the u13 chip was not working as intended. The damage to the u13 chip likely caused excess current flow to the cpu and damaged it, resulting in the processor overheating. The u13 chip was visibly damaged, hotspots were observed on the u13 chip and u2 chip, it was likely that a non-abbott provided usb adapter was used and caused damage to the u13 chip. This likely caused excess current drawn and resulted in damaged components, which resulted in the readers failure to turn on. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.